Event description:
The customer reported that a patient¿s heart rate was witnessed to be above 120 beats per minute (bpm), and no alarm was heard on their piic ix. No injury or medical intervention was reported.